Event description:
Analysis of the returned device revealed that the cannula was bent. It was reported that the patient¿s blood glucose level rose above 400 mg/dl while wearing the pod on the leg between 4 and 24 hours. Initially, it was reported that the pod was not delivering insulin, and pain, redness, and swelling at the infusion site were also reported.

Manufacturer narrative:
Investigation of the returned device found the exposed portion of the soft cannula to be kinked. Fluid path testing found that this damage did not prevent fluid from flowing through the fluid path as intended. The timing and cause of the soft cannula damage could not be determined. The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Because it could not be determined when or how the external soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported not sure delivering insulin event. No damages or defects were noted to the fluid path components that would contribute to pain during insertion. The exact cause of the reported pain during insertion could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp4a.251205.006. Hardware: pixel 6 pro. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.